Event description:
Device malfunction resulting in donors with aberrant medical history questionnaires being allowed to donate when they should have been recognized as ineligible by the system and prevented from donating until applicable aberrant responses were resolved. Software malfunction - the code within the system was not functioning as intended. A deferral was manually applied to impacted donors and nightly checks were performed for donors with aberrant medical questionnaires until a new software version was deployed. This event did not cause or contribute to any safety issues for the plasma or donors. Out of extreme caution, this event was submitted as an MDR.